Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to patient outgrowth. No additional adverse patient effects were reported. Added patient weight to field updated device code to field updated eval code method to field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years post implant of this 16mm pulmonary bioprosthetic valved conduit implanted in a 1 year old pediatric patient, the device was explanted for unknown reasons. No additional adverse patient effects were reported.